Event description:
The physician felt that the wire was not moving smoothly enough and might not have been properly coated. He exchanged the wire for a new one and completed the procedure without patient complications.